Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
(B)(4).

Event description:
The customer discovered questionable hemoglobin a1c results had been released when the qc was found out of range. The customer repeated approximately (B)(4) patient samples on another analyzer. Of the data provided for (B)(4) patient samples, only the results for (B)(4) patient samples were discrepant. Refer to the attachment to the medwatch for all patient data. The repeat results were believed to be correct. The customer stated they issued corrected reports. The customer did not know if any patient was adversely affected. The reagent lot number was 608019. The expiration date was requested, but was not provided. The field service representative found a problem with the photometer optics. He performed diagnostics and verified the sample and reagent volume. He reviewed previous calibrations, performed a sensitivity check, and replaced the photometer optics and shutter motor. He replaced the lamp and performed an air/water calibration. The customer ran qc.